Event description:
It was reported that during a vena cava filter placement procedure, filter deployment difficulties were encountered. Upon deployment of the filter from the carrier, the physician noted that some of the filter legs did not deploy. Attempts to remove this filter were unsuccessful, so a second filter was placed. The physician feels the pt had adequate protection against further emoblic events. No pt injury or complications were reported. The pt's status is reported to be 'fine'.